Event description:
A surgeon reported incomplete side cuts. Additional information received stated both flaps incomplete side cuts inferiorly requiring manual dissection to complete. Both eyes attained excellent acuity following surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during treatment day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc (beam control check) for right eye was done more than eleven minutes before laser fired instead of immediately before firing. This can lead to a thinner flap. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye and left eye were finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause could not be concluded conclusively, however not technical root cause could be identified. The manufacturer internal reference number is: (B)(4).